Event description:
Treatment of an ophthalmic aneurysm. It was reported that the proximal end of the pipeline was not fully open after deployment and a gateway balloon was used to achieve full wall apposition. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).